Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised forced sensor system and excessive no delivery test or verify no excessive no delivery, occlusion alarm due to completely broken reservoir tube lip. Pump received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm and battery cap threading was came off in some of the areas around it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.